Event description:
It was reported by service report that the auxiliary outlet was without power due to the power cord having a loose connection. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Auxiliary power cord. Issue was resolved for the customer by the service tech reconnecting the auxiliary power cord.